Manufacturer narrative:
Correction to field a2: age at time of event from 57 to 58.

Event description:
It was reported that the balloon ruptured, and balloon material came off the tip and embolized in the distal artery. The target lesion was located in the moderately calcified distal right coronary artery (rca). A 4.00mm x 12mm nc emerge was selected for use. During the procedure, the balloon ruptured at 16 atmospheres and appeared to rupture circumferentially, and the tip seemed to come off and go down the rca. After several unsuccessful attempts to remove the device fragment, the patient was sent to coronary artery bypass (CABG) surgery. The device fragments remain in the rca. The patient was discharged in good condition post-surgery. It was further reported that this issue was reported via user facility maude#: mw5115465.

Manufacturer narrative:
Correction to field a2: age at time of event from 57 to 58. Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There were numerous hypotube kinks. There was blood and contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. At approximately 9mm distal from the distal end of the proximal waist, there was full circumferential tear in the balloon. The guidewire lumen was stretched for a length of 2mm proximal to the separation. There was an incomplete device return as the tip, and the whole distal portion of the balloon failed to return. Product analysis was able to confirm the reported events as the balloon had a full circumferential tear and the tip and distal portion of the balloon was detached and failed to return for further analysis as it was reported left within the rca of the patient.

Event description:
It was reported that the balloon ruptured, and balloon material came off the tip and embolized in the distal artery. The target lesion was located in the moderately calcified distal right coronary artery (rca). A 4.00mm x 12mm nc emerge was selected for use. During the procedure, the balloon ruptured at 16 atmospheres and appeared to rupture circumferentially, and the tip seemed to come off and go down the rca. After several unsuccessful attempts to remove the device fragment, the patient was sent to coronary artery bypass (CABG) surgery. The device fragments remain in the rca. The patient was discharged in good condition post-surgery. It was further reported that this issue was reported via facility maude#: mw5115465.

Event description:
It was reported that the balloon ruptured, and balloon material came off the tip and embolized in the distal artery. The target lesion was located in the moderately calcified distal right coronary artery (rca). A 4.00mm x 12mm nc emerge was selected for use. During the procedure, the balloon ruptured at 16 atmospheres and appeared to rupture circumferentially, and the tip seemed to come off and go down the rca. After several unsuccessful attempts to remove the device fragment, the patient was sent to coronary artery bypass (CABG) surgery. The device fragments remain in the rca. The patient was discharged in good condition post-surgery.